Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. The device was programmed to deliver an unspecified concentration of potassium and the delivery was started. No specific programming parameters were provided. After an unspecified length of time while the patient was using an unspecified cell phone, the patient noted the device displayed a rate different than the originally programmed rate and notified the nurse. The device was programmed to deliver at an unspecified rate and the therapy was resumed. At an unspecified time later that same day, an unspecified cell phone was in use nearby the device and the patient again noted the device displayed a rate different than the originally programmed rate and notified the nurse. There were no reported adverse patient effects. No medical interventions were required. At the user facility, an unspecified number of unspecified devices with mednet were tested using unspecified cell phones. The customer contact reported that no changes in the programmed rates were noted. Though requested, no additional information was provided.

Manufacturer narrative:
The device not isolated or identified by serial number; therefore, it will not be returned for investigation.